Manufacturer narrative:
Complainant device is not expected to be returned for manufacturer review/investigation. Therapy date: (B)(6) 2017. A device history record (DHR) review was performed for part number: el-dts, bme lot number: bdt170713: manufacturing date or release to warehouse date: 2 nov 2017, place of manufacture: biomedical enterprises (B)(4), lot expiration date: 29 sept 2022: DHR review: no ncmrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 3.0 mm drill bit elite drill kit (part# dk-300, lot# bdk170687, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. The product was not returned. The device history review revealed there were no issues during the manufacture of the product that would contribute to this complaint condition. Patient information is unknown. Device is an instrument and is not implanted/explanted. Product investigation has not been completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill guide broke as biomedical enterprises elite staples were being implanted during a midfoot fusion on (B)(6) 2017. The drill guide broke into two parts as the surgeon applied excessive force with the drill to make holes for the staples per standard procedure. Both pieces were retrieved and nothing was left behind in the patient. There was no reported surgical delay. Another instrument was available for use. The foot was fused with one screw and six staples. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: unknown power drill manufactured by stryker (part# unknown, lot# unknown, quantity# 1), 3.0 mm drill bit elite drill kit (part# unknown, lot# unknown, quantity# 1). This report is for one (1) device, one (1) drill guide. This is report 1 of 1 for (B)(4).